Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original implant date was sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4) this patient developed an infection which required additional surgical intervention to remove all hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal due to infection was performed on (B)(6) 2016. Explanted hardware included a tibia plate and eleven screws, all intact. The original implant date was (B)(6) 2016. The original fracture had healed. The hardware removal procedure was successfully completed. This report is 1 of 3 for (B)(4).